Event description:
Advocate stated her son received a blood glucose reading of 400 on the contour, retested on a different meter and the reading was 160mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.